Event description:
It was reported "patient's son states PICC is not working. The home health nurse assessed PICC, stated they needed to order medication to declot the PICC."

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regn0485 showed no other similar product complaint(s) from this lot number.